Event description:
On (B)(6) 2023, measurements taken during ventricular placement of vega r52 (extending the screw) showed an impedance of 2700. The placement site was changed 5-6 times, but the impedance was still high and pacing capture was not achieved. There was no tissue contamination at the tip of the screw. The screw was turned about 10 turns with a butterfly tool. Screw extension was confirmed under fluoroscopy (no photos available). Therefore, the physician replaced the lead with a new one of the same model, then placed. Since the impedance was 700 and the threshold was about 1 v, so there was no problem. The suspect lead was discarded in-hospital because the patient had an infection.